Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount that differed from what was expected, showing 0 units instead of the anticipated 260 units. There was no adverse impact to the customer's blood glucose level. Customer had completed the necessary steps to address air in the cartridge and agreed to monitor the situation, with customer support planning to follow up.